Event description:
The customer reported that a patient had a deterioration in condition with bradycardia and subsequent asystole and, though the system rang initially, it did not continue to ring for the duration of the incident, which was approximately 30 minutes.

Manufacturer narrative:
The customer reported that a patient had a deterioration in condition with bradycardia and subsequent asystole and, though the system rang initially, it did not continue to ring for the duration of the incident, which was approximately 30 minutes. It was also stated that only one strip was provided during this incident and the customer expected multiple strips to have been provided. The patient, who was a dnr, expired. Field service engineer (fse) went onsite to gather logs and strips and to complete performance testing on the device. No reproducible malfunction was found. The system provided alarms on command for all simulated alarm conditions and then recorded and stored the alarm events appropriately, based on the customer's configuration. Logs were reviewed by research and development expert joanne foster, who concluded that the central provided red alarm sounds for the entire duration of the event, which was from 13:03 to 13:32, and that intermittently during this timeframe, the bedside generated a hard inop as well, though the source of this inop could not be determined. A review of the strips found that both yellow and red bradycardia alarms occurred and were stored in alarm review and that each brady and asystole alarm that occurred in the timeframe of interest was associated with a red alarm and a stored strip. The customer may have expected multiple strips to have been provided; however, since the system detected one asystole event between 13:03 and 13:32, this was considered to represent a single event and therefore, only one strip for this event was generated. The information provided is consistent with normal device behavior. It could not be determined that any issues with bedside alarm sourcing occurred. The system with software version d.00.16 and cms bedside does not contain logging information related to bedside sourcing of alarms generated from the information center, therefore, no statements can be made about this. Based on the absence of any noted problems with alarm sourcing during post incident testing. Philips concludes that no malfunction occurred. Monitoring was not a factor in the adverse impact. No further investigation or action is warranted.